Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose reading was 137 mg/dl. The customer had trouble getting the bubbles out of her infusion set and reservoir. The customer was unable to troubleshoot because the set has been removed. The customer will be sent a replacement reservoir and infusion set. The customer will return the set for analysis.

Manufacturer narrative:
Reliability analysis evaluated an open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no air bubbles were noted.